Event description:
Flashcard was received from the site. Product analysis was performed and a sql error was found with the software. The cause of the sql error was found to be a corrupt database. The initial cause of the corrupt database is unk.